Event description:
It was reported that the patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested with elevated white blood cell count. On the same day as the onset, the patient was hospitalized for the peritonitis and an unrelated event. The treatment for peritonitis was with two unspecified antibiotics (dosage, route, duration and frequency not reported). The patient was discharged from the hospital after ten days. Upon discharge, the patient was given an oral medication (dosage, route, duration and frequency not reported). At the time of this report, the patient was recovered from the peritonitis event. The dianeal therapy was ongoing. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.